Manufacturer narrative:
Based on the claim against the product by the customer noting the small grasping retractor instrument was broken in half, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have the main tube broken. No material was found missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported. That during central processing. The small grasping retractor instrument was broken in half. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the instrument being broken in half. An investigation is in progress. The small grasping retractor instrument has been returned for evaluation. But the failure analysis testing has not yet been completed.